Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2010, the patient was treated for the peritonitis with the following remedial therapies: cefazolin (250 mg, frequency not reported, injection), ceftazidime (250 mg, frequency and route not reported), and heparin (1000 u, frequency and route not reported). Dianeal pd2 ultrabag therapy was ongoing. The cause and outcome of the peritonitis were unknown. At the time of this report, the patient remained hospitalized. The reporting nurse stated that the event of peritonitis was unrelated to the dianeal pd2 ultrabag therapy.